Manufacturer narrative:
No patient information provided to date after calls to customer 10/26/2020, 10/28/2020, and 10/29/2020. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. The patient was manually ventilated n case resumed. There was no report of patient injury.